Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6)2009, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated 5-6 units of insulin spilled into the chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was instructed to dry out the cartridge chamber with a cotton swab. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.